Event description:
It was reported that there was resistance met when the physical attempted to insert the foley catheter. The physician changed to a coude tip catheter and again resistance was met. The physician noted a urethral tear when the coude tip catheter was withdrawn from the pt. The pt was then returned to the operating room to have a suprapubic catheter inserted via cystoscopy.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.